Manufacturer narrative:
The technician inspected the bed and found numerous relays and wire connectors melted on the high voltage board, burn marks on the logic board, the plastic cover over the boards was melted and there were burn marks on the bottom of the sleep surface. The biomed at the account said there was a strong smell of burning electrical components. The account declined to repair the bed.

Event description:
The account alleged that the high voltage board in the bed appeared to have gotten very warm to the point of melting the relays k7-k10, the plastic cover and several connectors p4 and p3. Could not confirm if smoke or flame was seen and a pt was in the bed.